Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump got wet under the rain and the customer received a button error alarm. Fluid was noted to be visible under the display of the screen as well. Customer also received a button error alarm. No further information reported.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window. Insulin pump received cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.